Manufacturer narrative:
The following devices were also listed in this report: secur-fit stem; cat# unk_jr; lot# unknown, trident shell; cat# unk_jr; lot# unknown, styrker femoral head; cat# unk_jr; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving an unknown stryker liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Surgeon reported to rep that he was going to perform a stage 1 revision of the patient's hip due to infection. A secur-fit stem, trident shell, stryker liner and stryker head were to be explanted and a spacer placed. Rep was not present for the procedure, and confirmed that no further information will be released by the hospital or surgeon and confirmed that no further information will be available.